Event description:
The user facility reported that the instrument split into two pieces during the first use of the instrument. Additional information has been requested from the distributor concerning the patient status and circumstances of the event.